Manufacturer narrative:
E1: initial reporter facility name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "pressure sensor diaphragm ruptured" during priming with a prismaflex m150 set. There was no patient involvement. No additional information is available.